Event description:
It was reported that the healthcare provider (hcp) lost confidence in the device after impedance measurements came back '???' On c 2 and c 3. The voltage and pulse width were increased and resolved the impedance measurements but the hcp still requested another device. The stage 2 procedure was completed successfully with the new 2nd device functioning.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.